Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that panitumumab was intended to infuse over 60 minutes. The drug was set to run at the proper rate; however, the bag infused over 30 minutes. The pump and administration set up were sent to biomed. There was no report of any patient harm.